Manufacturer narrative:
There are no known system issues that may have contributed to the initially (B)(6) advia centaur xp hbsag test results on a diluted patient sample. The instructions for use (IFU) states: "(B)(4)." The IFU does not reference confirmatory testing on a (B)(6) hbsag patient sample. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) advia centaur xp hbsag result was obtained on a patient sample and unconfirmed when the customer performed confirmatory testing on a dilution sample. The patient has a previous history of being hbsag (B)(6). The customer performed repeat hbsag testing and the result was (B)(6) that was confirmed with confirmatory testing on a dilution sample. There was no known report of patient treatment being altered or adverse health consequences due to the initial discordant (B)(6) advia centaur hbsag assay result.